Event description:
An operating room coordinator called in to report that during a lumbar fusion procedure the brand new grey navlock tracker locked up and would not spin or come loose from the 4.5 mm tap. She said they had not hammered on the tap at all and that they felt there was a bur inside the navlock tracker. They were able to remove the tap, and proceeded using another navlock tracker and tap. No impact to the patient outcome was reported.

Manufacturer narrative:
The returned tap does not appear to be new. There are impact divot marks at the back side of the instrument as well as several scratches and abrasion marks.